Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, an incomplete staple line was created after a white stapler 30 reload was fired with a curved-tip stapler 30 instrument across a renal vessel. After the fire was completed, it was noticed that the staple line had a section without staples applied and the line began to "bleed profusely." The surgery was converted to an emergency open surgical procedure. The customer reported that the patient "almost bled out." Intuitive surgical inc. (Isi) contact the surgeon of this procedure and additional information was obtained: the surgeon clarified that this reported misfire event occurred along the renal vein. The surgeon stated the patient was morbidly obese at 390 lbs. The patient rejected blood products due to religious beliefs. The surgeon reported that there were staples missing from the staple line during this event. The surgeon estimated that about 3-4 staples fired based on their review of the specimen after the case. The surgeon said it is unclear in what way staples were missing from the staple line. No buttress material was used during this fire and no errors were received. Additionally, the surgeon did not experience any clamping issues prior to this fire. This curved-tip stapler 30 instrument had been used to fire three stapler reloads prior to this event. The reload was not inspected after it was fired as the or staff converted to open to control the bleeding. The stapler instrument was removed after the procedure was converted to open surgery as the surgeon clamped the stapler instrument onto the bleeding vessel in an attempt to control the bleeding. The stapler instrument and da vinci system were left docked until the patient was opened. The target tissue was not calcified, exposed to radiation or chemotherapy, or bunched. The surgeon said the target tissue was under a usual amount of tension from the anterior retraction of the kidney. The patient lost over 1.5 liters of blood due to this event. The patient refused to receive any blood products prior to the procedure, so the patient did not receive any blood transfusions. The operating room staff used a cell saver during this event, but not enough blood was gathered for it to be used. The procedure was converted to open due to this event. The patient¿s pre-operative hemoglobin was in the high 9 grams range, but post-operation it was in the 4 grams range. The patient was intubated for 24 hours, was on vasopressors for 48-72 hours, and was in the intensive care unit (ICU) for 4-5 days. The surgeon reported that the patient¿s hemoglobin was noted to be at 4.7 grams on post-operative day two. A CT scan was performed on post-operative day seven and a 3cm hematoma was noticed. The patient received one dose of tranexamic acid (txa) to treat the 3cm hematoma. The surgeon reported the patient was hospitalized for a total of 14 days. The surgeon stated the patient is expected to make a complete recovery and there are no concerns of any long term complications. The patient did not experience any significant post-operative complications as a direct result of this event. The surgeon said the patient was only hospitalized longer than expected due to this event. The patient is reportedly in stable health and in rehabilitation. The surgeon clarified that this rehabilitation is ¿more due to the patient¿s weight¿¿ when asked what the surgeon thinks caused this event, the following answer was provided: ¿unclear. The entire renal vein was circumferentially isolated as this patient had a tumor thrombus. The jaws of both ends were visualized prior to clamp/ fire.¿ the surgeon also added: "still the oddest thing. I still don¿t if it was a bad load, misload or what. You can see how clean the vein was from the dissection, so it is quite odd."

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The white stapler 30 reload used during this event was requested to be returned. However, isi has not been received the stapler reload for failure analysis (fa) investigations at this time. A follow-up MDR will be submitted if additional information is obtained. Isi received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Fa did not confirm nor replicate the reported event. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested multiple times and passed with no issues. The instrument was found to have engagement failures based on log review. The root cause of this failure is not determinable. The instrument was found to have the yaw plate broken. The yaw plate web was bent outwards towards the clamp cardan. The root cause of a broken instrument pivot plate is typically attribute to the user, such as excess force applied to the distal end of the instrument. A technical review of the fa results was performed by an isi senior director of multiport instruments and accessories design engineering and the following was noted: "a broken or deformed yaw plate on an endowrist stapler can increase friction in the firing or clamping drivetrain, depending on extent of the damage and the wrist orientation during use. This can result in a partial fire or incomplete clamp... It¿s unclear if the yaw plate damage occurred before or after the procedure. The damage to the yaw plate usually happens during reprocessing/rough handling. It's also unclear why there would be missing staples in the staple line. If the reload was returned that may provide some clues (e.g. Broken pusher)." An isi failure analysis engineer reviewed the stapler logs for this event and provided the following: a curved-tip stapler 30 instrument (part #470530-08; lot #t10210725-0031) was used for 9 different firing events. All firing events were completed/successful. All 9 firing events were with 9 white stapler 30 reloads. The system logs were reviewed for this event: multiple error 22020's were noticed indicating that a curved-tip stapler 30 instrument failed to engage on arm3. The emergency stop button was pressed and an error 22027 occurred indicating that a grip release tool was used on the curved-tip stapler 30 instrument installed on arm3 stapler serial (B)(4). Then, an error 26008 occurred indicating that a manual grip release was attempted on the curved-tip stapler 30 instrument installed on arm3 without the emergency stop button being pressed before use. An image from this event was provided from the surgeon. The surgeon provided the following insight from the image: "attached is a photo of the kidney. The renal vein is readily visible next to the drivers. You can see 2 staples at the corner, and you can see how this was completely dissected (hence the lack of adjacent tissue). I am sewing the vein shut on the back table as a tumor thrombus is present inside (and can be seen) to prevent tumor spillage prior to pathologic examination." This event is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, an incomplete staple line was created after a white stapler 30 reload was fired on the renal vein with a curved-tip stapler 30 instrument. The procedure was converted to open to control and resolve bleeding from the vessel. At this time, the root cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter is not available.